Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an injection of cefazolin 1 gm (frequency and route not reported) and an injection of nexpimet 1.125 gm (frequency and route not reported) for peritonitis. On an unknown date the patient was discharged from the hospital. The patient's recovery status was unknown. The action taken with dianeal therapy was unknown. No additional information is available.